Event description:
It was reported by service report that the fowler could not lower fully, manually or electrically. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent fowler link.